Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. Review of the pump data logs showed the pump battery fully depleted from 30% within an hour. The customer¿s blood glucose (bg) level was over 240 (mg/dl) and a bolus via the pump was delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.